Event description:
It was reported that the patient experienced perforation and asystole during implant. It was reported that initially and during implant the patient's heart rate was consistently high. It was noted the patient was "very agitated and was moving around alot" during the procedure. Multiple doses of sedation were given. The right ventricular (rv) lead was repositioned multiple times, placement difficulty was noted. As the physician was closing the pocket, the patient's blood pressure and oxygen levels started decreasing. The patient became un-responsive. Code blue protocols were followed. An echocardiogram and pericardiocentesis was performed due to suspected lead perforation. It was reported that t is unknown if the perforation was thought to be to due to the right atrial (ra) lead or rv lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.